Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide after a peripheral intervention using a 6f sheath. Reportedly, it was noticed the plunger was loose while still in the body of the device after opening the footplate and placing feet against the vessel wall. The footplate was closed and the device removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unintended system motion was not confirmed due to the condition of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties, however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.